Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that patient experienced symptoms of hemolysis and high power. It was last reported that the patient expired; the cause of death was not reported. The device ((B)(4)) was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple high watts alarms and a rise in power consumption outside normal operating range. Pathologic evaluation confirmed the presence of thrombus within the device. Visual inspection revealed scoring on the inferior surface of the impeller and lower housing. These abrasion marks are indicative that an unknown external factor, such as thrombus, may have force the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump inducted problem. Dimensional and functional verification did not identify any issues that may have caused or contributed to the reported high power event. The most probable root cause of the reported event may be attributed to thrombus ingestion/formation within the device. Possible clinical factors that may have contributed to this event include patient's previous history of atrial fibrillation, multiple episodes of right heart failure, frequent sub-therapeutic inr, history of recurrent major infection, and poor medication compliance. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death is a known potential clinical adverse event associated with vads as outlined in the IFU. Events related to death are multifactorial and may be attributed to failed modality, medical treatment, progression of disease, and patient comorbidities. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the united states that this (B)(6) male patient had a history of persistent intermittent nosebleeds and gastrointestinal (gi) bleeds since (B)(6) 2011; has been frequently hospitalized and has intermittently refused anticoagulation; this made anticoagulation difficult. The patient presented dark urine and a lactate dehydrogenase of 2309. Patient refused to draw any other lab work. Pump thrombus was suspected. Within next several days, pump flows increased from 6.5 l/min to over 10l/min. Power increased from 6.6 to 25 watts on (B)(6) 2013. Pump speed was 3160 rpm. At the time of this event, the patient was not on heparin or coumadin; he was taking octreotide 100mc sq. Q. 12 hours. Patient expired on (B)(6) 2013; the cause of death was not reported. Clinical factors that may have contributed to this event include patient's previous history of atrial fibrillation, multiple episodes of right heart failure, frequent sub-therapeutic inr, history of recurrent major infection, poor medication compliance and complexity of medical management. The pump was explanted and returned back to the manufacturer for evaluation.